Event description:
Dialyzer cracked 30 minutes after starting the treatment with blood flow rate at 450 ml/min, and dialysate flow rate at 800 ml/min. External blood leakage was found from the arterial, and venous headers by visual observation. Approximate blood volume loss was 50 ml. The patient was stable and did not need any medical intervention. Dialyzers with same lot number were used with no problem.